Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, crease fold and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "there is a bubble and like the implant has separated and can be felt through the skin, it looks like a nail is poking out underneath the chest, does not look the same, and pain, capsular contracture baker grade iii". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "has a fold at the top and it is getting closer and closer to the collar bone, the left side feels as if there is a bubble and like the implant has separated and can be felt through the skin, it looks like a nail is poking out underneath the chest, does not look the same, and pain. Patient additionally reported capsular contracture. Healthcare provider confirmed capsular contracture baker grade iii and rupture.